Event description:
The reporter contacted animas on (B)(6) 2015 alleging a temperature issue with the pump. The reporter denied moisture or corrosion to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged temperature issue was not resolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2015.device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: review of the black box data revealed evidence of a drastic voltage drop on march 15, 2015, which led to a ¿replace battery¿ alarm. Investigation did not duplicate a temperature issue.